Event description:
The complaint is reported via medwatch. The customer alleges that a pt needed emergency intubation. A disposable miller 1 blade was obtained from the code cart. The blade did not work (lighting issue) on either the rusch handle or after changing the batteries. The pt was intubated with another blade attached to a handle. There was no report of pt harm or injury. Ref uf/importer # (B)(4).

Manufacturer narrative:
It is unk if the device is available for evaluation.